Event description:
As per the report sent in from the distributor / user facility - while prepping the stent, the gortex cover came off of the metal stent frame.

Manufacturer narrative:
The complaint stent was not returned so the complaint could not be confirmed and an investigation of the complaint device itself could not be performed. All covered cp stents are inspected for proper covering attachment in final inspection. A sample from each lot is tested for covering strength. The sample from this lot failed at 3.62lbs, well above the 1.5lb minimum. The production traveler (DHR) was reviewed and no issues were found. All devices in this lot met the criteria for release and distribution. There are no other associated complaints with this lot of devices.